Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had an allergic reaction to the system and its materials. The patient would continue to be monitored.